Manufacturer narrative:
Note: product reference 4430425 is not cleared for sales in the USA, but its catheter is similar to the product reference 5430425. Cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36946547 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in april 2019. Investigation results: we received for investigation one celsite st301 access port from batch nr 36946547 with the proximal part of the catheter. It measures 11.3cm. The distal catheter tip is flattened and ovalized. This proves that the catheter was kinked or pinched at this level. No manufacturing defect is visible on the received device. Dimensional measures: we have measured the returned catheter in order to check its conformity to our specifications. All these characteristics conform to our specifications. Conclusion: no manufacturing defect has been detected on the returned device. -the catheter is flattened at the level of the rupture, the aforementioned element allows us to hypothesis that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to the rupture of the catheter: it is the pinch-off syndrome. Only the review of the x-ray pictures could allow us to confirm this hypothesis. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route. If new element become available in the future, we will reopen this complaint. It is a rare incident (0.01%). No corrective action is envisaged at the moment.

Event description:
"Patient enters to the hospital due to dysfunctional catheter. In intraoperative, the full section of the catheter is searched with 15cm left inside in vcs. It is not possible to remove it."